Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20711673/20711673.

Event description:
It was reported that the patient was experiencing increased pain. It was also reported that despite reprogramming, the patient continues to experience migraines when stimulation is turned on. The patient underwent an explant procedure. The explanted devices were not returned to bsn due to hospital policy.